Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred for a receiver with serial number (B)(6). However, a receiver with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and passed. A review of the share logs was performed and error related to the complaint for serial (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of error icon displayed is reportable based on hwbbt being found within the receiver logs. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.